Manufacturer narrative:
H10 - correction: please retract this report 3008377825 as FDA registration manufacturing site.

Manufacturer narrative:
Correction: the MDR should not have been retracted in follow-up number 1 and the manufacturing site was incorrect and should have been 2017865 not 3008377825-2023-00004.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The programming changes were performed. The patient was in stable condition and will continue to be monitored.